Manufacturer narrative:
The device was not returned for analysis. The manufacturing and sterilization records for implanted devices associated with this event were reviewed and no nonconformities were found. Device was not available for return.

Event description:
It was reported to nevro that a patient had acquired an infection at the lead incision site following the implant procedure. The patient was hospitalized and was given IV antibiotics. Only the leads were explanted. Follow up report indicated that the patient was discharged and no further complications were reported.